Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation for atrial fibrillation procedure with a thermocool® smarttouch® uni-directional and high temperature and charring occurred. The returned device was visually inspected upon receipt and pebax was found damaged with reddish brown material at the internal area which is why this event was reported to the FDA. Char was not observed during the inspection. Per pebax condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and a puncture induced by an unknown object. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a pulmonary vein isolation for atrial fibrillation procedure with a thermocool smarttouch uni-directional and high temperature and charring occurred. The catheter gave high temperature readings in the blood pool of 41-43°c in addition, charring was discovered on the catheter tip. The catheter was changed and the procedure was completed with no patient consequence. Upon request additional information was received on the event. The physician noticed the high catheter temperature and stopped ablation. The temperature cutoff value of 43°c was not exceeded. There were no error messages displayed during the procedure. Settings during the event include: temperature control mode, maximum temperature 43°c, noted temperature 41-42°c impedance normal, power 30 watts. Saline was used for irrigation. The char was found during the procedure. The physician did not consider the amount of char observed to be excessive and did not think it posed a potential risk to this patient. This event was originally assessed as not MDR reportable because the high temperature cutoff was not exceeded and the potential that the char could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On january 7, 2016, the biosense webster failure analysis lab received the device for evaluation and it was discovered that the sensor sleeve (pebax) has a small damaged area. Inside the pebax it has reddish brown material. Additional information was received on the returned catheter condition. There was no difficulty in withdrawing the catheter through the mobicath 8.5f sheath. This damage was not noticed prior to use, upon withdrawal or prior to sending the catheter back for analysis. This finding is MDR reportable because such damage can expose the patient to internal parts posing a potential risk to the patient. The awareness date for this record is january 7, 2016 because that is when the damage was discovered.